Manufacturer narrative:
This supplemental report is to provide the independent laboratory test results and the physical evaluation results of the device. The scope's instrument/suction channel tested positive for bacillus licheniformis; which was different than the reported proteus mirabilis. The scope was then ethylene oxide (eo) sterilized and returned to olympus for a physical evaluation. A visual inspection was performed on the received condition of the scope; there were no signs of foreign stain/substance/residue/materials inside the biopsy and suction channels when inspected with olympus equipment. During the inspection of the biopsy channel, there were kinks noted inside the channel wall from the distal bending section area. The most probable cause of the kinks inside the biopsy channel can be attributed to handling. In addition, there were no signs of foreign stain/substance/residue/materials noted on the insertion tube, bending section cover/glue, distal end cover, elevator forcep raiser, light guide lens/glue and objective lens/glue. The scope passed the leak test. The scope was repaired and returned to the user facility. A review of the scope¿s instrument history records indicates the scope was purchased on december 28, 2015 and was last repaired on december 20, 2018. The exact cause of the reported positive culture could not be confirmed. However, as a preventive measure, the instruction manual states, . ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Also, "improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) including the forceps elevator recess prior to storage, will lead to an infection control risk.¿

Manufacturer narrative:
On april 1, 2019, an olympus endoscopy support specialist (ess) visited the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The ess performed a tjf-180-q180v observation/in-service for the gi staff. The ess observed the following were not being performed: during pre-cleaning, raise and lower the forceps elevator three times. During leak testing, observing for approximately 30 seconds while raising and lowering the forceps was elevator by moving the endoscope's elevator control lever to confirm that there is no location around the forceps elevator from which a continuous series of air bubbles emerges. During manual cleaning, the ess needed to remind the staff to raise and lower forceps elevator at least three times during detergent aspiration brushing the forceps elevator recess. Insertion of the tip of the 30 cc syringe into the interior of the forceps elevator recess in the detergent solution, and flush the interior of the recess with 30 ml of the detergent solution. Lower the forceps elevator by turning the elevator control lever in the opposite direction of the ¿¿u¿ direction until it stops. Insert the tip of the 30 cc syringe into the interior of the forceps elevator recess in the detergent solution, and flush the interior of the recess with 30 ml of the detergent solution. During storage, staff is letting scope air dry after aer high level disinfection (hld), not drying scope before storage. The ess recommended use of lint free cloth to dry scope before storage and placement of elevator on intermediate position during hld and storage. Also ess reminded staff to detach and inspect water-resistant cap before storage. The ess discussed observations with nurse manager, clinical educator and the gi staff. Also, educated staff on how to properly reprocess ercp scopes per the validated method. The scope was returned to olympus but the evaluation is in progress. The cause of the reported event cannot be confirmed at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed that the device culture tested positive for proteus mirabilis after it had been reprocessed in their automated endoscope reprocessor, medivators dsd edge. There was no patient infection associated with this report.